Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
There are concerns this subcutaneous implantable cardioverter defibrillator (s-ICD) is exhibiting premature battery depletion (pbd). Technical services (ts) confirmed that the power consumption is increasing in a gradual fashion. The device replacement interval was provided. Currently the device remains in service. There were no adverse patient effects reported. Additional information was received that confirms this device was explanted and replaced. There were no additional adverse patient effects reported. This device was returned to boston scientific for analysis.

Event description:
There are concerns this subcutaneous implantable cardioverter defibrillator (s-ICD) is exhibiting premature battery depletion (pbd). Technical services (ts) confirmed that the power consumption is increasing in a gradual fashion. The device replacement interval was provided. Currently the device remains in service. There were no adverse patient effects reported. Additional information was received that confirms this device was explanted and replaced. There were no additional adverse patient effects reported.

Event description:
There are concerns this subcutaneous implantable cardioverter defibrillator (s-ICD) is exhibiting premature battery depletion (pbd). Technical services (ts) confirmed that the power consumption is increasing in a gradual fashion. The device replacement interval was provided. Currently the device remains in service. There were no adverse patient effects reported.